Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the metal cap exhibits moderate detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 269,508 joules of use and 37:21 minutes and , the "fiber turning in wrong direction" was noted with the first fiber. The fiber was exchanged and at 202,577 joules of use an unknown failure was reported with the second fiber. The procedure was completed using a third fiber. There was no injury to patient reported. This report is for the second fiber used.